Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer four remained open. A field service engineer powered down system and drawer four was disconnected before rebooting. The drawer was then removed, and the slides were replaced. After completing the slide replacement, the system was powered down again to insert and connected drawer four. A test was conducted in hardware test application, which was successful. Then slide was replaced on full height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.